Event description:
At generator change, the atrial lead was fractured and not functioning properly. 06/08/1999 atrial lead pacing thresholds were 4.0 and 0.15ms, sensor threshold 1.6mv, impedance 610 ohms. At implant - atrial lead: sensing 2.3-2.5mv, pacing 1.6v-4.0ma, impedance 370 ohms.